Event description:
At the end of the procedure, while removing the balloon catheter, the guide wire and the guiding catheter a dissection occurred in the coronary artery. There was no flow anymore. The patient collapsed and needed to be reanimated. The patient was transferred urgently to a surgical center for urgent surgery. The patient finally died of neurological damage after reanimation.